Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The device was fired, but it was noticed that one side of the cartridge did not fire. One side of the cartridge was fully deployed with drivers overdriven and visible, which was on the pouch side of the stomach. The other side, only approximately a quarter to one-third of the drivers were deployed but the rest of the staples remained in the pockets, the knife cut but there were no staples, this was on the gastric side of the stomach. The surgeon reloaded the same device and used it to close off the opening that was left on the gastric side.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. One piece sled, damaged cartridge the analysis results of the cartridge found that it was received with the right side fully fired and with the left side partially fired 1/5. Furthermore, the cartridge body and one piece sled were noted to be damaged; the pan was slightly bent at proximal. The batch record was reviewed and no anomalies were noted during the manufacturing process.